Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received multiple occlusion alarms. The customer changed the supplies to the pump and received another occlusion alarm. The customer's blood glucose (bg) level was in the 600 mg/dl range. The customer disconnected from the pump and used insulin pens to address the bg level. At the time tandem customer technical support (cts) was contacted, the bg level was stable. Cts had the customer perform a system check with the current supplies on the pump and the insulin within the luer lock appeared to be gel-like.